Event description:
A site neuro material manager, reported that their vertex arm will no longer lock. They are unable to tighten or loosen the handle in order to lock the arm. There was no pt present.

Manufacturer narrative:
No pt info provided as no pt was involved in this concern. No parts have been replaced in the system or returned to the MFR for further evaluation.